Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received through a direct call to the emergency support program. Devin an ICU educator sought assistance after being called to the bedside to evaluate an arterial waveform that appeared abnormal with lower than expected augmentation. A screenshot she provided showed waveform artifact and reduced augmentation. An initial chest x ray was taken but the image was blurry and did not clearly show the radiopaque balloon marker in the expected position between the second and third intercostal space. Troubleshooting confirmed that both the pump and catheter were functioning properly and the issue appeared related to catheter positioning rather than a device malfunction. Devin agreed the balloon did not appear to be in the correct location and planned to repeat the x ray with the pump in standby mode and notify the physician. No patient harm occurred and the user was appreciative of the support provided. Since the product was not returned we were unable to perform a device evaluation. Based on the event description the root cause of the reported issue was improper intra aortic balloon catheter positioning leading to abnormal arterial waveform appearance and reduced augmentation. The device functioned as intended and the observed behavior was consistent with user error due to balloon malposition rather than any malfunction of the pump or catheter. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
The customer reported through the emergency support program that the sensation plus 40cc device was experiencing an arterial waveform abnormal, low augmentation issue. An x-ray was taken, but the blurry image showed that the radiopaque marker was not in the correct position. Troubleshooting was conducted with the nurse and confirmed that both the catheter and pump were functioning as intended. No patient harm or injury occurred. The investigation determined that the reported issue was not due to a device malfunction but was caused by user error, specifically the malposition of the balloon catheter.